Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending artery that was mildly tortuous, heavily calcified and 90% stenosed. The 5.0x8mm nc trek neo was advanced to the lesion and on the first inflation, the balloon ruptured. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.